Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 09/01/2022, zyno medical received a complaint. A user facility representative reported that the device "allowed air to get past the pump. The tubing was full of air and there was only an inch of medication left before air would have gotten to the patient. The nurse stopped it before it happened. Took place during an 100 ml infusion. Rate of the infusion was 100 ml/hr." The device operator was a registered nurse. Medication being infused was tepezza. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Intuvie received pump (B)(6) on 9/07/22 and evaluated the pump. Zyno medical was not made aware of the test results. Pump passed air-in-line testing.